Event description:
While replacing the wash buffer on the alinity s processing module the customer observed a spark. The customer indicated the spark was from the rail system on the left side and it caused the module to stop. The customer further indicated that upon inspection found an exposed wire which the nylon netting was missing. No injuries were reported and no smoke or fire was observed. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no patients were involved.

Event description:
While replacing the wash buffer on the alinity s processing module the customer observed a spark. The customer indicated the spark was from the rail system on the left side and it caused the module to stop. The customer further indicated that upon inspection found an exposed wire which the nylon netting was missing. No injuries were reported and no smoke or fire was observed. No impact to patient management was reported.

Manufacturer narrative:
The abbott ambassador inspected the analyzer and provided pictures illustrating worn nylon netting with exposed wire on the cable - bulk solutions icb power (part number: b-30104601-01). The part was replaced to resolve the issue. A review of the transfusion product monitoring tracking and trending data did not identify any systemic issues or trends related to the complaint issue. The alinity s system service documentation describes the steps for removing and replacing the power distribution module (pdm) to disconnect, connect all power cables including cable - bulk solutions icb power (part number: b-30104601-01). Further, the alinity s system service documentation and the alinity s system operations manual contain adequate information for electrical hazards. Specifically, the documentation instructs to inspect electrical cabling into and on the alinity s system periodically for signs of wear and damage, use only approved power cords and electrical accessories, such as those supplied with the instrument, to protect against electric shock, and to connect the power cords only to properly grounded outlets. Additionally, the use of appropriately grounded electrical outlets of correct voltage and current-handling capability was noted in the alinity s system service documentation and the alinity s system operations manual. Review of complaint and trending data associated with the part (cable - bulk solutions icb power) did not identify any trends and no other complaints for the issue were found. Additionally, a review of the instrument service history for the customer's analyzer identified no additional issues or contributing factors to the current complaint. There have been no subsequent reports from the customer site regarding further evidence of spark incidents associated with any component of the alinity s system. Review of device history records associated with the part (cable - bulk solutions icb power) did not identify any deviations, nonconformances, or potential nonconformances. Further review of the issue where a worn insulation on the bulk solutions manager (bsm) power cable resulted in an electrical short of +24 vdc power supply. The cable is responsible for supplying electrical ( +24vdc) power from the multi-voltage artesyn power supply to the bulk solutions manager (bsm) integrated control board. The board is mounted in the bsm drawer. The cable moves with the drawer. The failure occurred when the protective cable netting and the wire insulation were worn away due to mechanical interference. The exposed wire shorted to the frame when the drawer was being pulled out by the operator. No hazard was identified since when a short occurs, it will trigger the overcurrent protection in the power supply and/or will blow the circuit protection fuse for the bsm drawer. The fault will be detected by the instrument and all assay processing will stop. All tests would be sent to exception. Based on this investigation no systemic issue or deficiency of the alinity s system was identified.